Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. Sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, the complaint sensor was not returned to dexcom. The transmitter (part number stt-gl-003/serial number (B)(4)/lot number 5203772) was returned on 04/27/2016. The returned transmitter was visually inspected and no defect was found. Functional testing was performed and there was no failure detected related to the complaint. The device was determined to be operating within the required specifications without malfunction. The reported event of inaccuracies was not confirmed. A root cause could not be determined.